Event description:
It was reported that a mediset's aluminum clamp was broken. This event occurred before use; however, it is unknown in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the actual sample was discarded. However, one companion sample and one retention sample were made available for evaluation. As the actual sample was discarded, the reported condition could not be confirmed, and the root cause could not be determined for that device. The companion sample and retention sample were evaluated. Visual inspection and functional testing were performed on each device. The devices met specification with regards to the customer reported problem. The customer reported problem was not confirmed or duplicated during evaluation. The root cause was not determined for those devices. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.